Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that there were no noticeable contributing factors to the connector block twisting. No damage was reported to the lead as indicated by normal impedances.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that while tightening the zero contact on the left brain lead, the connecting extension block twisted within the connection. Impedances were checked and were normal. The zero contact connected block was left twisted within the connection. The issue was considered resolved at the time of this report. No medical symptoms were reported. No further complications were reported/anticipated.